Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned in one piece with the four tines intact for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection found no anomalies except for procedural damage. Correction: g2: report source: should have reported "distributor".

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, upon the lead placement and testing, the right ventricular lead exhibited unsatisfactory parameters. The right ventricular lead was not used and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information noted that the right ventricular lead exhibited high pacing impedance.